Event description:
It was observed that during the device evaluation of the scope that the image disappeared (blackout) during angulation in the "up/down": directions due to damage on the charged coupled device. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was repaired by a third party, the definitive root cause of the reported issue could not be determined. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted."